Event description:
Event description: manufacturer narrative(provided by teladoc) the device associated with this incident was returned for investigation.the blood pressure monitor passed all tests preformed.this indicaiates the blood pressure monitor is performing as intended. Event description: the patent reported that their livongo blood pressure monitor reads 20 points higher compared to their doctors manual reading taken simultaneously.the member didn't receive any medical treatment because of the inaccurate reading from the teladoc blood pressure monitor.

Manufacturer narrative:
Cause: our importer teladoc conducted an investigation of the original blood pressure monitor and found no issues. The device performed within its specified accuracy range. For transtek, there are some similar claims from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The instructions have already covered the relevant operation. The customer might not read the instructions carefully. Corrective action: prepare a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event. Conducted an investigation of the original blood pressure monitor and found no issues. The device performed within its specified accuracy range. For transtek, there are some similar claims from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The instructions have already covered the relevant operation. The customer might not read the instructions carefully. Corrective action: prepare a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.